Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: blue part of tip from obturator broke while introducing the trocar through the abdonimal wall. It was difficult to penetrate fascia and they had to use force. There was no excessive bleeding due to this and the operation time was extended more than 30 minutes. They were not able to find the missing blue plastic piece missing from the obturator. Might be left in patient. The patient is fine. The package has by accident been thrown away and therefore they are not able to provide us with the lot number.